Event description:
It was reported the patient's s1 lead had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2023 during which the existing s1 lead was explanted and replaced.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient¿s lead was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient¿s lead was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-00845. It was reported the patient's s1 and s2 leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on 06 february 2023 during which the existing s1 and s2 leads were explanted and replaced.